Manufacturer narrative:
Continuation of d10: product ID wr9220 lot# serial# (B)(6) product type recharger product ID cd9000 lot# serial# (B)(6) product type multiple therapy product section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6) , h3: analysis of the wireless recharger (s/n (B)(6) ) revealed that the patient complaint was confirmed. Leds scrolled continuously. Device is unresponsive. Flash sector read/write protection bits have become set. No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and fecal incontinence. It was reported that their recharger was not charging. Patient stated they met with hcp who instructed them to call to get replacement charging equipment. Patient described seeing scrolling battery lights on the recharger. Request sent to repair.